Event description:
Information was received from another regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted on (B)(6) 2021, five days after implanted, the patient was admitted to the emergency department at (B)(6) with severe abdominal pain nausea, and diarrhea. The interstim device was already proving ineffective to manage their incontinence symptoms. It was further explained that the pain is in the epigastrium and left lower quadrant. The patient had no fever, and has nauseous but is not vomiting. Denies any chest pain or shortness of breath. Over the following months, despite multiple reprogramming efforts, the patient continued to suffer from uncontrolled urinary and fecal incontinence, which was very painful and the device was causing the pain. On (B)(6) 2021, the interstim device was surgically removed and the remaining tip/ fragment of the lead that was left in the patient was surgically removed. The patient is doing well despite some itches.

Manufacturer narrative:
Concomitant medical products: other applicable components are product ID: 978a128, lot# va2alyw, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.